Event description:
Additional information received reported that the patient was ¿doing well.¿

Event description:
It was reported that the pump was revised because, it got infected and eroded through the patient¿s skin. Although the pump medication at the time of the event was not reported, at the time of this report, the device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).